Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique prior to a pulsed field ablation (pfa) interventional procedure. Reportedly, when an attempt was made with a prostyle device in a puncture site that was located above another puncture hole that had a sheath in place, the second prostyle caught on that sheath and became stuck. Surgery was performed to remove the prostyle device. There was no reported adverse patient sequela; however, a clinically significant delay in the procedure was reported, as surgical intervention was needed and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely the interaction of the sheath and the prostyle contributed to the reported entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.